Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from march 13, 2020 - march 16, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which revealed traces of silicone oil located on the interior wall of the housing. Silicone oil is used during the manufacturing process and therefore, to ensure a pliable expansion/contraction of the bladder during filling and infusion. Occasionally, silicone oil from the bladder would drip on the interior wall of the housing; this condition is cosmetic and has no impact on the functionality nor safety of the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid inside the bottle, not inside the balloon prior to patient use. There was no patient involvement. No additional information is available.